Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had cloudy image. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had cloudy image. The hospital did not report any patient effects.